Event description:
The issue involves classic msmeds. In certain situations, a pt with a valid height and weight initially reported in msmeds may not display accurately the following day. The subsequent display of the height and weight would display as zero. This issue only affected one client. This client was advised to utilize an order entry rule to flag those pts that have zero for the height and/or weight. This would stop the user from entering any orders until a valid entry is made for the height and weight. This issue could adversely affect pt care with the potential that the pt may receive inappropriate dosing of medication if the dose was dependent on height and weight. The co has not been made aware of any adverse pt care that resulted from this issue.